Event description:
It was reported to boston scientific corporation on september 11, 2008, that a resolution clip device was used during a colonoscopy procedure performed in 2008. According to the complainant, the physician intended to use a resolution clip device to stop a bleed that occurred after removal of a polyp. During the procedure, the nurse was unable to push the clip out of the sheath. The procedure was successfully completed with a second resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The device has not been returned. A device evaluation is not available; therefore, the cause of the reported malfunction is undetermined.